Event description:
The electrode array of the patient's implant inadvertently was not placed in the cochlear. This was confirmed by x-ray. The device was explanted and a new device was implanted. The pt is doing well with the new device. This is a final report.